Event description:
It was reported the patient is no longer receiving stimulation in his left leg and is feeling a pain in his back. An sjm representative met with the patient and lead diagnostic tests showed impedances were all in normal range but when amplitude was increased on the octrode lead it only produced a painful sensation under the skin in the low back area. X-rays showed the octrode lead had migrated.

Manufacturer narrative:
Evaluation: results - the complaint could not be confirmed. This event could not be confirmed through product analysis testing alone. The leads were returned cut as a result of explantation. The only anomalies observed on the leads were compression marks from the swift-lock anchor. Despite minor damage observed on the swift-lock anchors, the locking mechanisms of both still functioned as designed. No defects were identified that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.